Event description:
Femerol comonent ortho lock ii systems implanted in 1988 in mo. Patient developed a sudden onset of discomfort. The component had broken inside of the pt. The tibial insert had eaten away at the cap. 6/14/94 device removed & patient underwent right total knee revision.